Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2012 was the implementation date for peg placement. On (B)(6) 2013 the patient was hospitalized for discomfort with loss of consciousness suspected and orthostatic hypotension. On (B)(6) 2013 patient hospitalization was prolonged due to purulent flow at the lead with erythematosus formed and induration around the lead. A sample with evidence of staphylococcus aureus initiated the treatment with augmentin (3g/day) starting (B)(6) 2013 and oflocet from (B)(6) 2013. According to the investigator, the event seems rather binds to the gastrostomy tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.